Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fluid did not flow through an interlink system injection site. The issue was further described as, the needle was unable to pierce the injection site which led to no flow. This occurred prior to patient use. There was no patient involvement. No additional information is available.